Event description:
Product analysis was completed for the generator. The proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was confirmed in the product analysis lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The electrical performance of the generator, as measured in the product analysis lab, will be used to conclude that no anomalies exist.. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was replaced due to prophylactic replacement. It was also noted that the patient kept getting shocks and metallic feeling. The patient¿s battery was believed to be dead as it was unable to be interrogated. The generator has been received and the product analysis is underway. Programming history was reviewed for the patient. No anomalies were seen. A battery life calculation was performed, and the patient had 1.5 years remaining until eri. Attempts for information have been made to the physician, but no additional relevant information has been received to date. No additional or relevant information has been received.